Manufacturer narrative:
The review of provided data and the investigation of the subject programmer confirmed issues of communications during in-clinic follow-ups. The issues are not related to the subject programmer (tablet), they are related to the programming head and its connection to the subject programmer. Upon reception, the subject tablet was investigated. The programming head was not returned. The reported issue is not confirmed. The telemetry break problem most probably came from the programming head. The provided data were investigated. Since (B)(6), there are several in-clinic follow-ups of active implantable devices. On 9 september 2024, a lot of communications errors have been logged. Some logs indicate that the inductive head was unplugged. Communication errors were reported during pacing threshold tests at 13h44. The cable of the used inductive head (cpr3 s/n (B)(6) and its dongle to connect to the subject programmer should be carefully checked. No general malfunction is suspected on the subject programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, since 26 august 2024, the physician reported the following issues: "four follow-ups for mir were difficult with interruption of the contact of the telemetry head for two dependent patients and one interrogation of aida which never stopped."

Event description:
Reportedly, since (B)(6) 2024, the physician reported the following issues: "four follow-ups for mir were difficult with interruption of the contact of the telemetry head for two dependent patients and one interrogation of aida which never stopped."